Manufacturer narrative:
B5 - the reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -9.5 diopter tore/broke while injection/delivery into the patient's left eye (os) on (B)(6) 2023. The lens was implanted, removed, and replaced intraoperatively within the initial surgery for a longer length lens. This resolved the problem. No patient injury was reported. Cause reported as unknown. D6a - (B)(6) 2023. D6b - (B)(6) 2023. H6 - health effect - impact code 2199 corrected to 4629. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -9.5 diopter tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2023. The lens was implanted, removed, and replaced intraoperatively within the initial surgery for a same model and length lens. Claim # (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -9.5 diopter tore/broke while injection into the patient's eye. The back up lens was implanted. No patient injury was reported.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).